Event description:
It was reported that during the use of the product (when the customer was changing the fixing band to another one), he noticed the flange was damaged. The customer did not use any sharp-edged tools such as scissors during the use of the product. No patient injury. There is no other information available for this complaint.